Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-02283.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-02283.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). The physician advanced smart coil in the target vessel using non-penumbra microcatheter then used a handle to detach it; however, the smart coil failed to detach. After another failed attempt with the handle, the physician attempted to manually detach the smart coil; however, the smart coil would not detach. Therefore, the physician decided to remove the smart coil; however, the smart coil unintentionally detached inside the microcatheter. The physician removed the microcatheter containing the detached smart coil. The procedure was completed using additional smart coils, other coils and a new non-penumbra microcatheter with the same handle. There was no report of an adverse effect to the patient.